Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years. The pump was returned to the manufacturer for evaluation. Examination of the sealed inflow conduit revealed white, grainy, non-laminated depositions situated on the textured blood-contacting surface of the inlet tube. Similar depositions were found in the lumens of the inflow elbow, and outflow elbow. Although specific causes for their development could not be conclusively determined, the depositions appeared to have developed in these areas. The depositions did not appear to occlude blood flow. Upon disassembly of the pump, examination of the pump blood contacting surfaces revealed no depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that on (B)(6) 2015, the patient received a routine heart transplant. There were reportedly no issues with the pump. During the investigation, white, grainy, non-laminated depositions were found on the textured blood-contacting surface of the inlet tube, and in the lumens of the inflow and outflow elbows.